Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead exhibited noise. Before the lead revision procedure, decreased pacing impedance was noted on the atrial lead. During the procedure, the physician noted a kink in the lead, which was attributed to the suture technique used. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.